Event description:
Customer loaded 120 units into their pump, but the fill estimate only read 75. There was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The product has not returned for evaluation. Should new relevant information become available a supplemental report will be submitted.